Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the horizontal white line was displayed on the screen due to a failure of the ccd (charged coupled device) unit so that the vido communication could not be sent to the server. The failure of the ccd unit is likely caused by material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the device was observed to have horizontal white lines for the image. This is attributed to the faulty charge couple device unit. All other functionalities for the device are okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer to the service center with no particular reported malfunction. The device was being reprocessed at the time. During repair inspection, the device had horizontal white lines for the image. This is attributed to the faulty charge couple device unit. There is no patient involvement and no harm reported to any patient. This medwatch report is being submitted for the horizontal white line for image due to faulty charge couple device unit.